Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that (B)(6) 2026, a 24mm amplatzer septal occluder was chosen for implant using an 9f amplatzer trevisio delivery system. During deployment, the device displayed a cup-shaped opening and failed to assume its expected configuration. The occluder was subsequently placed in warm saline in an effort to restore the nitinol to its original shape, but this attempt was unsuccessful. The physician then proceeded to evaluate the device in situ to determine whether it would conform appropriately; however, the issue persisted, confirming the material¿s nonconformity. The deformed device was never released from the delivery cable. There was no interaction with the cardiac structures during deployment and no angulation/kink were noticed in the delivery system. The procedure was ultimately completed using a new 24¿mm amplatzer septal occluder. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.